Event description:
It was reported that during, intra-op, when the surgeon was inserting the cage with the mallet, he felt the cage crack/ break and he removed it immediately. This is the 3rd cage that broke in the last couple of months during this procedure. The product came in contact with the patient. No fragment of the product remained in the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: observations: the crescent implant is cracked on the top side of the arch ¿5mm from the end. Given the witness marks on the implant it appears the damage occurred on the side nearest to where the inserter is connected. The crack runs all the way through the section of material, on the inner corner of the fracture there is a ¿chip¿ missing. Microscopic review of this area reveals what appears to be a brittle fracture with rays imitating out from the corner given the indication of overload. Several measurements were taken and the implant appears to be the size etched on the part 36x14. Conclusion: the implant does not appear to have been manufactured incorrectly. The fracture appears to be the result of material overload.